Manufacturer narrative:
Concomitant medical products: product ID 8840, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (20 mg/cc at 4.202 mg/day) from an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. Pump end of service occurred on (B)(6) 2016, on (B)(6) 2016 the patient went to the emergency room and was in the hospital and being managed for morphine withdrawal. It was reported that in (B)(6) 2015 the managing physician ¿separated care¿ from the patient knowing the patient was to find another physician to fill or manage the medication in the pump. At the time of the report the issue had resolved and the patient was alive with no injury. Additional information was reported by the rep on 2016-05-12. The rep reported that it was unknown if the withdrawal had resolved or if the pump had been explanted or replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.